Manufacturer narrative:
Date of report: 18sep2019. The manufacturer¿s international service technician confirmed the reported issue. The customer decided not to repair the device at this time but to purchase a new ventilator instead. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that there was an issue entering information into the system. The device was not in use at the time of the reported event; therefore, there was no patient involvement.